Event description:
The hospital reported that they found a stuck open flow sensor diaphragm that could result in loss of mechanical ventilation. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. No patient information provided to date after calls to customer on (B)(6) 2022. Legal manufacturer: (B)(4).